Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of device. Conclusion - failure event observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion exposing the outer coil was noted at 24.7 cm to 25.3 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device.